Event description:
Patient reported a left side deflation. Healthcare professional later reported deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed three opening striated assessed as to surgical damage. Additional observations: ¿ crease flat observed in the surface of the shell. No further actions are required as the device was implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.